Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was fired after being reloaded with a tr45w reload. This was the second firing of the instrument. The instrument was fired to close an enterotomy and the reload had no staples. Therefore, the stapler cut tissue without stapling. Surgeon sutured bowel closed. There was no reported pt consequence. Or time was extended 15 mins. The device and cartridge were retained by the hosp.